Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine would not power on. The machine had a blank display with a constant audible alarm. The 24v a is fine but b and c are low. Biomed isolated the card cage but still have the same problem. Biomed then swapped the power supply, power logic board, and the motherboard. Biomed found that ic61 of the function board keeps burning after trying several function boards. Technical support explained that the ic61 goes to the blood pump and level detector modules. Technical support advised to change both modules, both cables, and the function board. Additional information was requested, however it was not available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine would not power on. The machine had a blank display with a constant audible alarm. The 24v a is fine but b and c are low. Biomed isolated the card cage but still have the same problem. Biomed then swapped the power supply, power logic board, and the motherboard. Biomed found that ic61 of the function board keeps burning after trying several function boards. Technical support explained that the ic61 goes to the blood pump and level detector modules. Technical support advised to change both modules, both cables, and the function board. Additional information was requested, however it was not available.